Event description:
The affiliate reported that during the csf drainage, the line became disconnected at the inferior level of the sampling site and there was a csf leak. The line was reconnected urgently then a new system was placed.

Event description:
The affiliate reported that during the csf drainage, the line became disconnected at the inferior level of the sampling site and there was a csf leak. The line was reconnected urgently then a new system was placed. Additional information from the affiliate stated that an external drainage system 82-1731 with catheter 82-1706 was placed in the patient.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Additional information was received from the affiliate and stated that an external drainage system 82-1731 with catheter 82-1706 was placed in the patient. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and is not available for evaluation. The review of the history device records for lot number cbhb71 was not possible as the lot number was not found in the system. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: during the csf drainage, the line got disconnected at the inferior level of the sampling site. There was a csf leak. The line was reconnected urgently. Then a new system has been placed. The device is available for evaluation. The incident has been reported to the (B)(6). On (B)(6) affiliate received additional information, we have received further details concerning the incident (B)(4) : on (B)(6) 2013, an external drainage system , (B)(4), was placed on a patient., with a catheter (B)(4). On (B)(6), during cfs drainage, the line get disconnected. A new drainage system was placed on (B)(6) 2013, lot no: cpkbrw.